Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The device was reprogrammed to aai however the patient was later noted to have developed atrial fibrillation (af). It was determined the lead had micro-dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The device was reprogrammed to aai however the patient was later noted to have developed atrial fibrillation (af). It was determined the lead had micro-dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.